Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scuffed lens. Event log history was performed, and no evidence existed in the event log to support the user's reported complaint. During analysis, the reported "fails accuracy" problem was able to be duplicated. One test showed a result of +3.38% was outside the internal spec of +/-3% but within the published customer spec of +/- 6.0%, two were within the internal specification at +1.55% and +2.38%. This is inconsistent with the customer's result of -8.4%. It was noted that the expulsor was out of calibration and was the cause of the reported issue. Service trimmed the expulsor to bring it closer to nominal specifications. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-8.4%). No patient was involved in this event. No adverse effects were reported.